Manufacturer narrative:
(B)(4).

Event description:
It was reported the atrial pacing lead impedance had gradually increased within an one month period. The patient was asymptomatic. The lead was capped and replaced. The patient condition was stable following the procedure and will be followed normally.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.